Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed that the water filter of the device has not been replaced for half a year. The water filter should be replaced at least once a month on a regular basis, as cleaning and disinfection may not be adequate. The instruction manual states that the water filter should be replaced at least once a month to prevent contamination of the rinse water. Failure to follow the instructions in the instruction manual may prevent the device from maintaining its functionality and performance. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was not returned to any of olympus locations. Olympus explained to the user about the replacement of the water filter via the dealer, but the olympus sales representative will explain the replacement of the water filter to the user again. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported to olympus customer information center by phone that the water filter of the device has never been replaced since it was installed on july 5, 2017, the delivery date. In addition, the user facility reported that the water filter had not been replaced because the dealer representative had never been pointed out about replacing the water filter when checking the device. There was no report of patient injury associated with the event.